Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main full height drawer was failed to detect on the communication bus. The field service engineer cleaned the contacts on the controller board and reseated the connections, but the drawer was not detected in the hardware test application. The fse replaced the drawer controller board and, but issue persisted. The fse replaced the interface board, but still no change. Finally, the fse replaced the retractor band that resolved the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer had failed to open.the customer stated that the malfunction occurred when the user was trying to issue the medication to a patient and there was a delay in the dispensing of the medication.there were no adverse events or injuries reported based on this event.